Manufacturer narrative:
The device was found to be functional within the manufacture specifications.

Event description:
OEM storz medical was informed by medical personnel from treating hospital that a patient was diagnosed with hematoma post eswl treatment and a nephrectomy was performed. No information concerning the patient, or their pre and post eswl condition has been forthcoming from the treating physician or facility. The device has been evaluated and no issues were detected. On (B)(6) 2022 additional information received: eswl treatment on (B)(6) 2022 to 14mm right renal stone at energy level 1.0 - 6.0 for a total of 3000 shocks. Patient complained of loin pain and hypotension and hb dropped. CT of abdomen and pelvis with contrast done on (B)(6) 2022 shows right acute perinephric hematoma with acute blood seen extending to right paracolic gutter and down to pelvis. A 7mm arterial enhancing focus is noted at posterior aspect of upper pole of right kidney, which persists on portovenous phase and showed significant change of size or shape. A few tiny arterially enhancing foci at posterior aspect without definite pooling seen on portovenous phases. Active contrast estravasation cannot be excluded. Right renal embolization performed on (B)(6) 20/22.